Manufacturer narrative:
A ge service rep performed an over the phone investigation. The key was found in the standby position preventing the vertical motion. The system was found to be working as intended and put back into service.

Event description:
It was reported that the 9800 system would not move vertically. No patient injury was reported.